Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The ptfe pad of the subject device was partially separated. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. This type of the pad damage is most likely related to the operator's technique. Based on the evaluation and the similar cases in the past, the ptfe pad might be separated since the subject device was activated on seal & cut mode while grasping nothing. The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic gastrectomy, the ptfe pad of the subject device was separated. The intended procedure was completed with another device. No patient injury was reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".